Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 19mm epic supra valve was implanted during an aortic valve replacement to treat aortic stenosis. There was heavy calcification observed in valve annulus. An abbott sizer was used, and the valve was implanted with a non-everting mattress suture. In (B)(6) 2021, aortic valve stenosis was observed. The peak gradient was 90 mmhg, and the mean gradient was 55 mmhg. The patient did not have any symptoms at that time. On (B)(6) 2022, the patient was hospitalized due to heat stroke. On (B)(6) 2022, the patient developed heart failure and palpitations. Central aortic regurgitation was also observed. The peak gradient was 81mmhg, and the mean gradient was 53mmhg. On (B)(6) 2022, the 19mm epic supra valve was explanted and replaced with a 19mm non-abbott valve. It was noted that the epic valve had leaflet mobility impairment due to pannus, thrombus, and incomplete coaptation. Pannus and thrombi were observed on the explanted valve. During the explant of the valve, the cuff and stenting were damaged. The patient remained stable during and after procedure. On (B)(6) 2022, the patient developed a complete atrioventricular (av) heart block, and a pacemaker was implanted. The patient status was reported as stable.

Event description:
N/a.

Manufacturer narrative:
Explant due to heart failure, aortic regurgitation and upon explant cusp mobility impairment was reported. The investigation found cusp 2 was torn with degenerative changes. There was outflow thrombus on all cusps and folds/retractions on cusp 1 and cusp 2. There was circumferential fibrous pannus ingrowth with narrowing of inflow diameter on the inflow surface. There was calcifications within pannus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The immobilizing thrombus on the outflow of the cusps could have contributed to the reported regurgitation. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent cusps and create an unbalanced stress relief distribution between all cusps during coaptation, leading to cusp tears and reduced durability.